Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 5.2a. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 53 and cosmetic damage located at the back of the pump found on (B)(6) 2022. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to hardware error found on (B)(6) 2022 at 06:10:38.00. The formatted history file confirmed pump error 53 alarm (line number 651 file number 5; line number 651 file number 5; line number 0 file number 0; line number 8192 file number 9288; line number 63504 file number 52101; line number 63504 file number 51577). Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). Pump was cut open and found moisture damage on pcba 1 during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained). In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error due to a non-existing message ID received by scheduler. Exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 and crack at the back of battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and unable to clear the alarm successfully. Customer performed a self-test on the pump and it got passed. The customer will continue using the insulin pump and will be returned for analysis.